Event description:
It was reported that the customer experienced a blood glucose (bg) level of 434 mg/dl; cause was unknown. Reportedly, the customer received third party assistance who helped bolus the customer and change infusion set to address bg. Additional information regarding the issue could not be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.